Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the black box showed the pump was in suspend mode when the patient attempted to load the cartridge. No defects were found to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (motor issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.